Event description:
Device malfunction: none. Symptoms/ae: filling defect, intracranial hemorrhage. Time of symptoms/ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, after post-stent dilatation with a viatrac balloon, sluggish flow was noted. A post-stent cerebral angiogram revealed a filling defect in the left anterior cerebral artery. A non-abbott aspiration device was passed multiple times through the internal carotid artery. The embolic protection device was then captured and the flow was noted to be normal. Post-procedure, the patient developed some transient slurred speech along with a minor cognitive deficit. All symptoms resolved and one day post-procedure, the patient was discharged to home. Six days post-procedure, in 2009, the patient was re-hospitalized. During a follow up CT scan of the head, a small left occipital hemorrhage was found. There were no neurological symptoms associated. Treatment consisted of blood products to bring the international normalized ratio (inr) level down and discontinuation of anticoagulants and antiplatelet agents. Two days after re-hospitalization, the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no rx acculink stent malfunction reported. Emboli within the stented area, neurological events and intracranial hemorrhage are known possible adverse events associated with the use of carotid stent as stated in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.